Manufacturer narrative:
Product event summary: at analysis the stated reason for return was partially confirmed, the programmer was unable to communicate wirelessly and no wireless interrogation/communication was possible between the wireless radiofrequency head and the programmer which was attributed to the telemetry transceiver being defective. However the issue of a communication issue with the analyzer was not able to be confirmed. It was additionally noted that on the bench test the virtual interactive patient also saw no problems observed with communication between the analyzer and the programmer. It was also noted that the upper left bullet was broken and there was an error in the software history. The telemetry c radiofrequency transceiver and the upper left bullet were replaced, the touch screen was calibrated, new software was installed and the device cleaned and it then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to establish wireless communication. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service. It was further reported that the customer had indicated an issue with communication with the analyzer.